Event description:
Patient received the injection on (B)(6)2024. One syringe was spread out in the nasolabial folds and marionette lines. Puffiness/redness lasted longer and got worse, then itchy from date of injection. Lasted for one week. Internal report number: (B)(4).